Manufacturer narrative:
One device was received in used condition for evaluation. The service history review had no indication that the complaint was related to a service of the device within the review period. Visual inspection found the tamper seal to be removed, the downstream occlusion (dso) and upstream occlusion (uso) sensor seals had fluid ingression. The event history log was unable to be downloaded due to error code 1260 on pump display. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause is the faulty microprocessor unit (mpu) board. The mpu board, dso seal, and uso seal were replaced. The device then passed all functional tests.

Event description:
It was reported that the device exhibited error code 1260. There was no patient involvement.